Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low power alert became frozen on the pump screen and the customer was unable to clear it. During troubleshooting with tandem technical support, the customer resolved the issue and resumed insulin delivery. There was no reported impact to the customer's blood glucose level.